Event description:
PICC line was being removed with gentle pressure, some resistance felt, arm repositioned, resistance eased, continued removal. With 23 cm. Of PICC line out, "it just let go." Attempts to remove remaining portion unsuccessful. Transferred to hospital for retrieval. Reported successful retrieval 08/02.